Manufacturer narrative:
During on site visit field service engineer (fse) could not replicate reported issue. Fse preventively cleaned f-theta lens and performed system checks. System meets specifications. No technical root cause was identified as the product was found to be within specifications. Most probable root cause might be f-theta lens contamination during surgery. During preparation for a treatment, the aperture can be contaminated with splashed liquid from medication or bss (baancedl salt solution) irrigating fluid. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported a tag on a flap between five and seven following lasik flap creation, the flap was further lifted without harm.